Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power. There was moisture noted behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/25/2014 with the following findings:. Moisture evident behind display lens. See attached. Pump powers with returned battery cap with an audible tone, no vibration and a blank display. Battery cap is able to fully tighten. Battery compartment intact. No evidence of moisture contamination inside battery compartment. Unable to complete all checklist steps due to blank display/internal moisture damage. Leak test shows leak at display lens. Pump case was removed, evidence of moisture contamination inside pump.